Event description:
Reporter alleged obtaining discrepant blood glucose results of 409 mg/dl and 348 mg/dl back to back with a result of 138 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter indicated that he took 1/4 of his 2.5 mg of glyburide after obtaining the high readings. No other actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.